Manufacturer narrative:
(B)(4). Date sent: 7/1/2024. D4: batch #567c12. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the right bearing detached and no returned, the left bearing was present and in position within the saddle pin and with no reload present. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. The device and test reload were tested for functionality, fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The damage the right bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not forcibly the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. The event described could not be confirmed as the device performed without any difficulties. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 567c12, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Did the device staple? No, it didn¿t. 2. If the device stapled, was the staple line complete? -- 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? -- 4. Did the device cut? No, it didn¿t cut. 5. If the device cut, was the cut line complete? -- 6. Were the cut line and staple lines equal? -- 7. Was the device fired across a staple line? -- 8. Did the reload lock out and would not work? Yes. It jammed. 9. Did the reload begin to staple and cut, but then jammed? It was not working. It jammed. 10. Did the device staple, but there was no cut line? No, it did not staple. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoidectomy procedure, the stapler jammed, confirming that the refill was correctly inserted, he opted to request another stapler with another reload, and the same thing happened. He ordered a third one and this one worked correctly. Procedure was delayed by ten minutes. Procedure was completed successfully with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.